Event description:
The pt reportedly was not progressing as anticipated. In 2003, the pt was seen by a company rep for device eval. Testing revealed electrical shorting on three pairs of electrodes. The pt continued to be monitored by he center. Five months later, the company was notified that the decision was made to explant the device. The device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.